Event description:
It was reported that multiple inappropriate shocks were delivered during physical exercise. This device was reviewed at the hospital by the physician who indicated that the episodes were sinus tachycardia. The device initially detected the rhythm as supraventricular tachycardia (svt), but subsequently delivered therapy after reclassifying the rhythm. A request for technical services (ts) review was needed. Ts reviewed the device data and discussed options for avoiding therapy delivery such as increasing the ventricular tachycardia (vt) cut off zone as the patient was young and the currently programmed frequencies could be easily reached during exercise. Ts further discussed the patients rhythm and device programming optimization. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that multiple inappropriate shocks were delivered during physician exercise. This device was reviewed at the hospital by the physician who indicated that the episodes were sinus tachycardia. The device initially detected the rhythm as supraventricular tachycardia (svt), but subsequently delivered therapy after reclassifying the rhythm. A request for technical services (ts) review was needed. Ts reviewed the device data and discussed options for avoiding therapy delivery such as increasing the ventricular tachycardia (vt) cut off zone as the patient was young and the currently programmed frequencies could be easily reached during exercise. Ts further discussed the patient's rhythm and device programming optimization. No adverse patient effects were reported. The device remains implanted.